Event description:
It was reported that during a meniscus repair surgery ,t1 and t2 were deployed simultaneously. There was no backup device available and no significant delay or patient injury reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 were deployed simultaneously.¿ one anchor with torn suture was returned separated from the delivery needle. The needle has been quite deformed. It is twisted toward the right and bent upward. These symptoms are consistent with difficulty reaching intended anchoring location. Under warnings states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device no longer cycled and actuated properly due to the disfigured needle. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Additional information .

Event description:
It was reported that during a meniscus repair surgery ,t1 and t2 were deployed simultaneously. All the ts were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.